Event description:
It was reported that the patient with this left ventricular (lv) lead presented with possible atrial fibrillation (af) with bigeminy. It was noted this lv lead was recently implanted. Lead testing confirmed there was a loss of capture on the right ventricular (rv), right atrial (ra), and lv channels. Imaging was done and confirmed all three leads were dislodged. This lv lead was explanted and replaced. No additional adverse patient effects were reported.